Manufacturer narrative:
Analysis of the pump revealed no anomaly. Corrected information: results code and conclusion code no longer applicable.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received indicated that the pump and catheter were explanted.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a physician regarding a female patient who was receiving morphine (dose and concentration unknown) via an implantable pump for spinal pain. On an unknown date, the patient was suddenly obtunded. An overdose was suspected by the physician. The physician was looking for a company representative to come and have the pump shut off. Additional information has been requested regarding the cause of the event, diagnostics performed, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.